Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported conditions were verified as there was evidence of upstream occlusion and downstream occlusion alarms in the event history log. The device was found out of specification. The cause of the upstream occlusion alarms was determined to be the ultrasonic sensor calibration reading out of specification. The cause of the downstream occlusion alarms was determined to be caused by the downstream tubing guide out of adjustment. The ultrasonic sensor was recalibrated and the downstream tubing guide was adjusted to correct these issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream and downstream occlusions. The event was found in the obstetric department. There was no patient involvement. No additional information is available.